Event description:
Customer reported an occlusion alarm, but the alarm number could not be verified in the pump¿s history. Blood glucose level did not exceed 500 mg/dl, indicating there was no severe impact. To resolve the issue, customer changed the infusion set and cartridge, then resumed insulin. Technical support was informed of recurring occlusion issues, and further assistance was requested.